Event description:
In 2008, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic abdominal aneurysm with chronic aortic dissection. Final angiography revealed an unspecified endoleak. Six days later, an additional procedure took place. The patient was implanted with two endologix grafts to treat an abdominal aortic dissecting aneurysm. Additionally, an express ld stent was placed at the right common iliac artery/external iliac artery junction. Final angiography revealed no evidence of an endoleak. In 2009, the patient was treated emergently for a rupturing aortic aneurysm and a type-a aortic dissection. As reported, he had a 27 cm hematoma and was experiencing compartment syndrome. He was not a candidate for open surgery. There was a type-3 endoleak between components of previously placed grafts, so two aortic extender components were placed, which sealed the leak. The patient was hemodynamically stable upon being transferred to the intensive care unit; however, he died several hours later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient populations with acute and chronic dissections. Complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to endoleak, hematoma, reoperation, and death. Additional gore tag thoracic endoprosthesis related to this event. A separate medwatch report is being submitted for the two gore excluder aaa endoprostheses related to this event. (Refer to # 2953161-2009-00217).